Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, around 11 pm, the patient¿s cgm was reading 70 mg/dl and the patient felt cold. No bg meter comparison value was taken at this time. The patient self-treated with chocolate milk. Despite this, the patient¿s cgm value dropped to 50 mg/dl then to 43 mg/dl. The patient then self-treated with glucose tablets. However, the patient¿s cgm continued to alarm with unspecified low values. Due to receiving persistent low cgm values, the patient went to the emergency room for evaluation. At the ER, the patient¿s bg meter reading was 159 mg/dl while the cgm was reading 41 mg/dl. The patient was then treated with IV fluids. At an unspecified time while in the ER, the patient¿s bg level increased to 200 mg/dl. The patient was discharged after approximately 15 hours. The patient was feeling ¿fine¿ at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the c zone of the parkes error grid was taken in the ER. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 health effect - clinical code - 4581 appropriate term / code not available. H6 health effect - clinical code - e2304 chills.